Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 700 mg/dl. Cause of bg level was not known. Customer administered a manual injection to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.